Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had leaky reservoirs. The customer stated that the leak was found when the customer was priming. The customer stated that prior to noticing the leak, the customer had been experiencing high blood glucose levels and had received a no delivery alarm. Nothing further was reported.